Manufacturer narrative:
Device analysis report attached. This report is submitted on november 24, 2023.

Event description:
Per the clinic, the implant was incorrectly initially implanted resulting in a tip fold-over. The patient experienced poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2023. The patient was re-implanted with a new device in the same procedure.

Manufacturer narrative:
This report is submitted on october 12, 2023.